Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 23 mg/dl. The customer was treated with slice of pizza and a hard candy. The customer reported that the insulin pump received numerous no delivery alarm and the insulin pump was not receiving no delivery alarm since the customer was using new vial of insulin. The insulin pump will not be returned for analysis.